Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery anomalies noted during testing. Device functioned properly. Device received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he was into the hospital having high blood glucose and under delivery of insulin. Customer¿s blood glucose value at time of incident was 330 mg/dl and 282mg/dl and current blood glucose value was 326 mg/dl. Customer treated with injection and a bolus with the pump. The drive support cap was normal. Customer was assisted with performing high pressure test and they did not get the alarm. Insulin pump will be returned for analysis.